Event description:
It was reported that implantable cardioverter defibrillator has high defibrillation thresholds the day after implantation. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis information (B)(6) 2014, 18:28:56, cst pli# 10, product ID: ddbb1d4, the device was returned and analyzed and no anomalies were found. (B)(4).